Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: we asked the sales rep but the actual device has not yet returned. Qty to be returned: 1 => 0.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a normal birth delivery on (B)(6) 2021 and suture was used. During perineal suturing, when passing the needle-suture through the perineal, the needle was detached from the suture. It was not a control release needle. There were no adverse consequences to the patient. No further information is available.